Manufacturer narrative:
Supplemental report 1/18/2022: engineering investigation of monitor sn (B)(6) has been completed. The reported problem (code 102) was confirmed. Upon investigation the monitor failed testing and displayed a service code 102. The cause for the failure was isolated to shorted u1004 and u1005 components on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor. Device evaluation of battery sn (B)(6) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. . No adverse event resulted from the damaged battery pack. Device evaluation of monitor sn (B)(6) is underway. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. No adverse event resulted from the damaged monitor. H.4. Device manufacture dates: monitor 11/07/2019. Battery 10/18/2019.

Event description:
A us distributor reported that a patient was receiving battery faults.

Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The reported problem (battery faults) has been confirmed. As received, the battery was unable to power on a monitor or charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause for the loose bus bar could not be positively identified. . No adverse event resulted from the damaged battery pack. Device evaluation of monitor sn (B)(4) is underway. Upon investigation the monitor was displaying a service code 102 and failed incoming functional testing. A root cause investigation is underway. No adverse event resulted from the damaged monitor. Device manufacture dates: monitor: 11/07/2019. Battery: 10/18/2019.

Event description:
A us distributor reported that a patient was receiving battery faults.